Event description:
Customer advised there was a system error displayed, the system alarmed and then powered down, stopping infusion to the patient. There were four channels infusing at the time. The drugs infusing to the patient were ketamine on channel a, levophed on channel b, dopamine on channel c, and fentanyl on channel d. The user indicated when the system alarmed and shut down, the green lights on the pumping modules were not lit, indicating the system was not infusing to the patient. The patient's blood pressure dropped to "60's." Pressure was at 90 prior to this event. Nurse turned the system back on successfully. The volume infused data was not documented by the user. There was no patient consequence.